Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a damaged interlink retractable t-connector male luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t-connector of an interlink system non-dehp t-connector extension set broke off during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.